Event description:
Unomedical reference number (B)(4). Event occurred in the italy. It was reported that the patient's infusion set fell off during use. The patient replaced the infusion set and insulin was resumed successfully. No further information available.